Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if the erroneous results were reported outside of the laboratory. This medwatch concerns the ft3 assay. Please refer to the medwatch with (B)(6) for information related to the ft4 assay. The customer collected the sample on (B)(6) 2017 and it was tested on their e602 analyzer on (B)(6) 2017. The sample was then provided for investigation, where it was tested on a second e602 analyzer and a cobas e 411 immunoassay analyzer (e411). No adverse events were alleged. The serial number of the e602 analyzer used at the customer site was requested, but not provided. The serial number of the e602 analyzer used for investigation was (B)(4). The ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer. The serial number of the e411 analyzer used for investigation was (B)(4). The ft3 reagent lot number 257857, with an expiration date of july 2018 was used on this analyzer. Calibration and quality control recoveries related to investigation testing were ok. For the observed differences of the ft3 values generated with the e411 analyzer and e602 analyzers, a biological component may be present in the sample that may interact differently with the assay components due to differences in the test procedures on the two analyzers. Based on the similarity of ft3 and tsh values generated at the customer site and during investigations, a sample mix up can most likely be excluded. Based on the information provided, a general reagent issue can most likely be excluded. Further investigation was not possible since there was no remaining sample volume available.